Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples that resulted positive for one gene (orf1ab) when using the simplexa covid-19 direct assay, but negative on a competitor assay (cepheid genexpert). Run analysis of the simplexa results showed three different samples that were positive for only the orf1ab: - sample ID (B)(4): positive orf1ab (CT = 35.0). - sample ID (B)(4): positive orf1ab (CT = 33.3). - sample ID (B)(4): positive orf1ab (CT = 37.8). The customer stated the samples were repeated on the cepheid genexpert and resulted negative on all three samples. It is known the genexpert assay targets ( e gene, n1 gene) are different from the simplexa assay (s gene, orf1ab). The customer's device and suspected false positive samples were not provided for investigation. Based on this information, it is likely these samples were near the limit of detection of the simplexa assay due to the late cts and with detection of only the orf1ab gene it may have been missed by the competitor assay. Retain testing is no longer possible since the kit lot expired on 05/31/2021 but a potential cause is either the sample was near the limit of detection of the simplexa assay and just not detected by the competitor assays, or the sample was contaminated. Without the sample, this could not be confirmed. This is a sample specific issue only. Batch record review showed the critical component, reaction mix mol4151, lot# x9690n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing this is the 1st complaint on mol4150, lot# x9126n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples that resulted positive for one gene (orf1ab) when using the simplexa covid-19 direct assay, but negative on a competitor assay (cepheid genexpert). The customer confirmed the alleged false positive results were not reported to a diagnosing physician due to the discrepancy with the competitor assay and no alleged harm occurred. Other than the patient sample ids, other patient information was not provided.